Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed some oversensing during a stored high rate non-sustained (hrns) episode. Follow up was conducted and reprogramming of the rv lead sensitivity level was completed. No patient complications have been reported as a result of this event.